Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The seal is leaking when using a 5mm camera down the cannula. Replaced with another device and case completed. Time was added to the procedure. There was no adverse consequence to the patient. Device was discarded.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.